Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: are there photos available for review? No. Procedure name? Unk, once there is any update, we will update the information. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Before use on patient, it was reported that when the physician was about to use the synthetic absorbable suture, it was found that there had been no local label (label in chinese) on the device. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.